Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing. Pump hardware low level failure alarm confirmed in the pump history due to broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had an insulin flow block alarm, hardware low level failure alarm during self test and also the alarms were fairly loud. The customer¿s blood glucose level was 5.3 mmol/l. The customer reported that they tried to perform a bolus into the air for 2 units and confirmed insulin was coming out. The customer ran a self test for own peace of mind and received an alarm. The insulin pump then passed the self test. The insulin pump was returned for analysis.